Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be dec 8, 2022

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that foreign matter may have remained because the reprocessing deviated from the instruction manual. There was no physical damage at the foreign matter detection point. It was confirmed that reprocessing was not implemented according to instructions for use. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 3) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus, model gif-q150, gastrointestinal videoscope to olympus for repair due to a report of bending section cover leakage, identified during reprocessing of the device. Upon inspection and testing of the returned device, foreign material was found in the nozzle and it was determined the scope was insufficiently or incorrectly reprocessed. This report is submitted due to the finding of foreign material in the nozzle and insufficient or incorrect reprocessing of the scope. There has been no patient impact, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation noted foreign material in the nozzle and multiple components dirty. Additional evaluation findings are as follows: 1.) Due to pinching of the bending section cover, water tightness was lost; 2.) Objective lens noted to have scratch; 3.) Light guide lens noted to have scratch; 4.) Insertion tube protector noted to have a cut; 5.) Suction cylinder shaved; 6.) Switch 1 scratched; 7.) Discoloration of universal cord noted; 8.) Connecting tube noted dented; 9.) Due to nozzle obstruction, water removal ability did not meet specifications; 10.) Angulation out of specification.